Manufacturer narrative:
(B)(4): evaluation results - (other): visual inspection of the returned product found piece of optic and haptic torn off and missing. There was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4204vf silicone single piece lens. The lens haptic tore during insertion into the pt's eye. The lens was removed with no pt injury. The lens tear was due to loading error. The surgeon changed his mind and decided to use a three-piece lens instead. Not anything to do with any pt injury or condition.